Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. Customer's blood glucose (bg) was 45 mg/dl. The customer consumed carbohydrates to address the bg level. Reportedly, customer continued to use pump for insulin therapy.